Event description:
The facility representative reported a colleague infusion pump with a volume that did not work upon power up. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's evaluation of the device, the reported condition was confirmed to be caused by a faulty speaker harness, indicating the device failed to alarm. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
The reported condition of volume that did not work upon power up was confirmed, duplicated, and was found to be due to a faulty speaker harness. The speaker harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).